Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord, that while at home, the pt heard grinding noises followed by red heart alarms. Also, increased black dust was noted. Pt called 912 and was transported to the hosp. The pt was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. The pt remains on pneumatic support awaiting a pump exchange.